Event description:
It was reported that insulin gauge on pump displayed amount that differed significantly from what customer expected, even after customer confirmed correct filling steps, used room temperature insulin, and did not reuse or overfill cartridge. There was no reported impact to the customer¿s blood glucose level. Customer, guided by technical support, reloaded same cartridge, delivered disconnected test bolus, and then loaded new cartridge, but display still showed much lower insulin amount than expected, so technical support arranged replacement of pump and affected cartridges, confirmed shipping details, and instructed customer to use replacement pump as backup therapy.